Event description:
Incision enlarged [operation not otherwise specified]. Bent haptic [device failure not otherwise specified]. A physician reported that due to a bent haptic he had to enlarge the incision and remove a model ceeon 911a lens. In 2000, the physician made a 3.2 mm incision and removed the cataract by phacoemulsification. The 21.0 diopter, 911a lens was then implanted using the recommended folder. Initially, the lens was slightly tilted. Following irrigation and aspiration of the viscoelastic the lens decentered in the direction of the inferior haptic, although both haptics were in the bag. The incision was enlarged and lens was removed. Another manufacturer's lens was then implanted without incident. The physician examined the lens under a microscope and noted the inferior haptic was bent. The lens has been returned. The results of the quality analysis are pending. Upon follow-up (11 jul 2000), the results of the investigation concluded a production related cause could not be identified. Case comment: the surgeon could have bent the haptic on insertion. As a matter of fact, that is usually the way it occurs. The relation between the event and the lens is unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.